Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 400cc smooth mentor memorygel breast implant and experienced postoperative bilateral rupture. Rupture was confirmed by a physician through physical examination. As a result, the patient underwent explantation and replacement with 405cc smooth mentor memorygel breast implant, catalog # 3507405mc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. This medwatch report is for the left-sided implant.

Manufacturer narrative:
Device evaluation summary: according to the information provided, it was reported that the patient experienced a rupture on the left gel implant. During visual evaluation of the sample it was noticed a leakage at the anterior view, measuring approximately 4.0 cm .since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).